Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer failed. The rn attempted to resend the command, after which the drawer opened and prompted to clear an obstruction. The rn confirmed all lids were pushed down and the drawer was closed; however, the drawer subsequently would not open at all. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 7 had failed to open. The field service engineer removed the drawer 7 from the auxiliary chassis and inspected the rear components, discovering that the latch sensor had come out of its retaining clip. The fse reinstalled the sensor securely, reinserted the drawer, reconnected the pixie bus cable, and restarted the station. The fse logged in into administrative mode during startup sequence and successfully completed the required diagnostic testing. The system functioned as intended after the field service engineer repaired the device.